Event description:
It was reported the epg (external pulse generator) has a damaged connector. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Upper and lower cases and side bail covers are broken. Ring cover is contaminated. Lcd (liquid crystal display) is bleeding.